Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient heard the device beeping. Transmission sent to clinic where it was noted the rv coil had been trending at 50 - 60 ohms and then, spiked to 125 ohms. Since then, it is back to 50 - 60 ohms. The lead remains in use and the patient is going to be seen in the clinic. No patient complications were reported as a result of this event.